Event description:
It was reported that during a da Vinci-assisted pulmonary lobectomy procedure, after port placement, the customer encountered connection/detection issue with the Integrated E-200 generator. Prior to calling an intuitive Surgical, Inc. (ISI) Technical Support Engineer (TSE), the customer reseated 3 bipolar cables, but the issue persisted. The TSE advised customer to reset all the connections in the rear side and power cycle the generator, but that did not resolve the issue. The TSE did not see any errors in the system logs. The TSE inquired whether the customer had a backup generator, but there was not one available. The customer converted to open surgery. The customer confirmed the procedure delay was approximately 30 minutes and the patient is hospitalized.

Manufacturer narrative:
An Intuitive Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the FSE confirmed the issue. The system was tested and verified as ready for use. The FSE performed a system reconfiguration with the E200 generator to resolve a configuration mismatch. The system was verified and found to be fully operational and within specifications.